Event description:
It was reported that during an unknown colon procedure that device was fired and successfully heard the cracking noise. Once removed it was noticed half of the staples were not in the patient. There were two good donuts but felt there were no staples on half of the staple line. The staple line was then transected and another stapler was used to complete the anastomosis. Unknown if leak test was preformed. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4) date sent: 2/13/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.